Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "secondary fracture (near the acromion of the scapula) in a patient who underwent a plate procedure on (B)(6) 2025."